Manufacturer narrative:
(B)(4) - zipper damage. Eval, results: the inspection of the returned product shows that the pt access panel side b zipper slider body is open and that the pull tab and zipper sliders are missing from panel sides a and c. Additionally panel side d has one inch broken stitches. In conclusion, the condition of the product exhibits characteristics of normal wear and tear. Note: posey instructions for use warnings indicates: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Test that all of the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if the zipper pull-tab is missing or broken. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. (B)(4).

Event description:
Customer reported that during set-up parts of the canopy zipper are missing. Customer did not provide the specific location or more product details. There was no pt incident or injury reported.